Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room due to arm and chest stimulation. Device interrogation revealed loss of capture on the left ventricular (lv) lead. A chest x-ray was performed, and lv lead dislodgement was noted. Additionally, the right ventricular (rv) and right atrial (ra) leads appeared to be pulled taut. Programming changes were performed to turn off the lv lead. The physician elected to explant and replace the lv lead. On (B)(6) 2026, during the procedure, the slack was adjusted on the ra and rv leads. The patient condition was stable.